Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, to claim low audio output on (B)(6) 2016. There was no report of injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).